Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the discrepancy occurring on a previous day when the pump showed an estimate of 75 units instead of the expected 200 units. There was no adverse impact to the customer's blood glucose level. Caller resolved the issue by loading a new cartridge, and technical support instructed the caller to reach out for troubleshooting if the issue reoccurs.